Event description:
Per independent repair center statement, the unit would not start. The key failure was the capacitor had a short circuit. Additional malfunctions include the zip ties for the capacitor were replaced, and the filter was dirty.